Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during administration of irinitecan drug patient alerted nursing staff that he felt his clothing and arm wet. It was stated, infusion was stopped immediately. PICC site assessed, removed dressing. Able to see PICC leaking from fractured site at 4cm. Infusional services aware. Doctor aware. PICC line removed and sent to infusional services in biohazard bag. Patients skin washed and treated as per protocol.